Manufacturer narrative:
The customer reported event was confirmed via correspondence with the representative. All broken fragments were retrieved, however, the devices are unavailable for evaluation as they were implanted. Lot numbers were not provided, so manufacturing records review could not be completed. It was reported that the surgeon used an inappropriate instrument. For inserting screws, the serrato surgical technique states to use the serrato screwdriver with serrato screws. The screwdriver reportedly used is not listed in the surgical technique as a screwdriver to be used with serrato screws. The xia ii screwdriver has a different tip that mates with the xia ii screw interface, which uses a 4 point design as opposed to a 6 point design. This instrument is not compatible with the serrato system. In addition, the surgeon appeared to apply excessive force as they used an instrument of the other technique, and it wasn't aligned and the angle was inappropriate. Conclusion: the most likely root cause is user error as an incompatible screwdriver was used.

Event description:
It was reported that during insertion of the rod into the screws, the head of the screws broke. No adverse consequences to the patient were reported.

Event description:
It was reported that during insertion of the rod into the screws, the head of the screws broke. No adverse consequences to the patient were reported.